Event description:
It was reported that within the first couple of hours of wearing the stimulator, the patient started sweating, followed by a frightening chest sensation, which ended up with legs cramping and a burning sensation. This occurred over a period of 6 hours. The patient took off the stimulator and the symptoms resolved immediately. It was later reported that the patient had a follow up appointment with her physician who would not like the patient to use the stimulator.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that within the first couple of hours of wearing the stimulator, the patient started sweating, followed by a frightening chest sensation, which ended up with legs cramping and a burning sensation. This occurred over a period of 6 hours. The patient took off the stimulator and the symptoms resolved immediately. It was later reported that the patient had a follow up appointment with her physician who would not like the patient to use the stimulator.

Manufacturer narrative:
Corrected: d1: brand name, d2: common device name, d4: model number, h5, h6: component code, g4: premarket identification. Additional: b4: date of this report, d8-9: device service and availability, g3: date received by manufacturer, h2, h3, h4: device manufacture date, h6: method, results, conclusions. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on october 21, 2024. The compliance data indicates the unit treated for 0 days 5 hours and 11 minutes. Review of the DHR indicates that unit was manufactured on june 5, 2023. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.46 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.00 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 23, 2025; and tf1930 s/n (B)(6) with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on october 25, 2024. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "experienced alteration and burning sensation". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (02) total complaints from (jul 01, 2023) to (jul 1, 2024) for pn (1067716, 1067717) and events related to (burning sensation). Keyword search criteria: (complaint code: medical: burning sensation) the search could not be specified further because the main complaint was burning sensation. Review of complaint history identified (01) total complaints from (jul 01, 2023) to (jul 1, 2024) for pn (1067716, 1067717) and events related to (alteration in sensation). Keyword search criteria: (complaint code: medical: alteration in sensation) the search could not be specified further because the main complaint was alteration in sensation. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.